Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08730 inches. No unexpected possible under delivery anomaly noted during testing. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 477 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering because blood glucose was not going down. Customer also stated that insulin pump received hardware low level failures alarm. Customer was able to clear and able to rewound the insulin pump. Performed self-test and it was passed. The auto mode was not active. The insulin pump will be returned for analysis.